Event description:
It was reported: 78f presented with pain and thumb subsidence post-op. X-ray showed round button pull through. Patient is osteoporotic. Patient presented with pain prior to the 2 week mark.

Manufacturer narrative:
No product has been received to date so an examination cannot be performed. No definitive conclusion can be made. No revision surgery has occurred or has been scheduled at the time of this report. If any updated information is received a follow up report will be submitted.